Event description:
The reporter stated an aa4204vf silicone single piece lens was torn and it was unknown it there was any patient contact. Additional information has been requested from the facility, but none has been forthcoming. If additional information does become available, a supplemental medwatch will be sent.

Manufacturer narrative:
Results: visual inspection of the returned product found a piece of the lens optic and one haptic torn. There was evidence of clear surgical residue. Conclusion: based on the complaint history and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.